Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they could not turn stimulation on. It was reviewed that end of service (eos) prevents the implantable neurostimulator (ins) from being turned on, and the eos was as a result of the ins overdischarge. Additional information received from the manufacturer representative on 18-jul-2016 reported that the implantable neurostimulator (ins) battery was being replaced due to battery depletion; this was also related to the reported ins overdischarge and end of service (eos). [See manufacturer's report # 3004209178-2016-16710 regarding high intra-operative impedances observed during the ins battery replacement procedure].

Event description:
The consumer reported that she had not used the stimulator for some time and was going to meet a manufacturer representative to try and restart it because it was dead. The patient stated that the stimulator was not helping with her symptoms and she had stopped using the stimulator after having knee surgery and getting an infection. Further information received from the manufacturer representative reported that the patient was brought out of overdischarge and then got a power on reset message and an end of service message. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.